Manufacturer narrative:
Section a2, a3, a3b, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section d4: model number: a complete model number was not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section h4: device manufacture date: unknown as serial number was not provided. Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was indented from the shooter. There was a hole in the bottom of the cartridge. The lens was fully inserted and removed and replaced with the same model lens and same diopter in the same procedure. There was no patient injury and no other information is available. This report is for the cartridge. A separate report is being submitted for the iol lens.